Manufacturer narrative:
This report is submitted december 30, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequent to sustaining a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. On (B)(6) 2016, the device was explanted and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on february 28, 2017.